Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82, with 510k/PMA/bla number p050051.

Event description:
The customer reported falsely elevated architect anti-hbs results generated by the architect i2000sr processing module for a 67-year-old female patient diagnosed with bilateral knee joint osteoarthritis. The patient was tested on another platform, yielding lower values. The following data was provided: references: architect: <10 miu/ml. Sysmex: <5 miu/ml. (B)(6) 2024: architect anti-hbs result (lot# unknown): 438.73 miu/ml (reactive); sysmex result = 0.93 miu/ml (non-reactive); hbv dna ((B)(6) 2024): below lower limit of detection (not detected). (B)(6) 2026: architect anti-hbs result (lot# 77434fz01): 399.59 miu/ml (reactive); sysmex result = 1.00 miu/ml (non-reactive) no impact to patient management was reported.